Manufacturer narrative:
E1: reporting institution phone #:(B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint from the service engineer, reporting that the v60 ventilator failed the electrical safety test. There was no patient involvement when the issue occurred. No patient or user harm reported. The service engineer (se) reported that the v60 ventilator failed the electrical safety test, and that the power cable exceeded the permissible limits. The power cable required replacement. This investigation is ongoing.

Manufacturer narrative:
The service engineer (se) replaced the power cord to resolve the issue. A verification test was performed, and the device was returned to factory defaults. The device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.